Event description:
The reporter stated, the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was removed within the same surgery with no patient injury. Another same model lens was implanted and sutures were required to close the incision.

Manufacturer narrative:
Eval: conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.